Event description:
It was reported the patient had an infection in (B)(6) 2013 and the extensions and implantable neurostimulator (ins) were explanted. When the patient went in for a battery change for the left side, new extensions and battery were placed for the right side.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 201, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v942856, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v942856, implanted: (B)(6) 2012, product type: lead. (B)(4).